Event description:
A review of service data detected a reportable event. Upon service investigation, monitor sn (B)(4) had multiple monophasic pulse delivery flags in the monitor's downloaded data.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The root cause investigation found that there is a remote possibility that tolerance stack-ups for four capacitors on the defibrillator pca and two capacitors on the computer/analog board may intermittently result in a monophasic defibrillation waveform rather than a biphasic waveform. A design change to address this condition (PMA supplement p010030/s064) was approved by FDA on 11/06/2015. The monitor was removed from service. No adverse event resulted from the defective monitor.

Event description:
A review of service data detected a reportable event. Upon service investigation, monitor sn (B)(4) had multiple monophasic pulse delivery flags in the monitor's downloaded data.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor had multiple monophasic pulse flag files in the monitor's downloaded data. A root cause investigation for this issue is ongoing. No adverse event resulted from the defective monitor.